Manufacturer narrative:
Date of event: (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for post-implant check, high, out of range, hv lead impedance was observed. The patient recently has competitor device implanted. It was mentioned that the lead connector entered hard into the connector port at implant. Further testing was recommended. Patient was scheduled for lead revision. During procedure, it was noted that the lead pin could not advance any further into the device. Lead was explanted and replaced. There were no patient symptoms prior, during or after the procedure. The patient was fine in the recovery room.

Manufacturer narrative:
Analysis was normal. No anomalies were found.